Event description:
It was initially reported that the patient was referred for replacement due to unknown reasons. A call was later received from the physician¿s office informing that the reason for replacement due to the patient¿s high lead impedance that resolved, which the physician understood to be a result of battery depletion. The clinic notes were further evaluated and it was discovered that the physician interrogated the vns with the output currents programmed on. This resulted in "lead impedance 6600-7700 ohms.¿ the physician then turned the magnet and the output to 0ma and rechecked the diagnostics. At this time, the lead impedance was back to normal between 4100-5200ohms. The physician noted that the only explanation to this event was low battery which needs to be replaced. The battery status of the generator was not provided within the clinic notes. Further follow up confirmed that the system diagnostics testing was performed using the (B)(6) software. It was determined that the cause of this false high impedance message was a software error on (B)(6) software; when system diagnostics were performed by the user with (B)(6) software on m102/102r generators (normal mode output current >0 ma), normal mode diagnostics would actually be performed instead. The execution of normal diagnostics instead of system diagnostics is not apparent to the user, and the returned dcdc code was being compared against system diagnostic thresholds. No other relevant information has been received to date.